Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have low blood glucose of 20 mg/dl and have had ongoing issues with their transmitter. The customer also indicated that last week their blood glucose was 37 mg/dl and sensor error alarms were received. Troubleshooting was denied by customer.